Manufacturer narrative:
The actual device consisting of the hemostasis sheath and the carrier tube assembly was returned to the manufacturing facility for evaluation. The device was returned un-deployed with collagen and suture contained within the device. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath, but was not in the full rear-lock position, one side of the deployment sleeve was only partially extended but not locked into the corresponding tensioner cap. A portion of the sheath manifold was damaged. One side of the color band was partially exposed and the other was fully exposed. The anchor was not visible from the manifold. Functional testing was done to check rear and full locking position, an audible "click" sound was noted. The sheath tubing was slit longitudinally and peeled away from the carrier tube. A dried blood-like substance had affixed the components together. The collagen was flush with the distal end of the carrier tube which came apart and the anchor was missing. The suture was extracted in which the clear heat shrink tubing, tamper tube, knot, and collagen were all exposed. The collagen was discolored with a blood-like substance. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file found one other similar report with the involved product code/lot number combination from the same user facility. See MDR 3013394970-2017-00008. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information and the overall device condition was inconsistent with reported deployment as collagen and suture were not deployed. The condition of the returned sample is consistent with improper assembly of the hemostasis sheath and carrier tube assembly as well as dried bls seizure. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a deployment issue with the angio-seal device during a procedure. Follow up communication with the user facility reported the following information: the angio-seal would not pull back after locked for deployment. The doctor cut the string and was able to deploy the angio-seal. Hemostasis was achieved. The patient was reported as doing fine.